Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A visual inspection was performed with naked eye and (B)(4) microscope with the damaged patient adapter noted. Functional tests were performed on the device such as leak testing, clear passage testing, clamp function testing, torque engagement, device to device interaction testing, and integrity of seal testing with no issues noted. Uv spike diameter was measured. The reported problem was not duplicated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection could not be established between a patient¿s transfer set and titanium adapter during peritoneal dialysis therapy. The titanium adapter remained in use. There was patient involvement; however, no patient injury or medical intervention was associated with the reported event. No additional information is available.